Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The following additional information was received from global pharmacovigilance: the peritoneal dialysis (pd) nurse reported the following. On (B)(6) 2011, the patient experienced a heart attack and was hospitalized the same day. On (B)(6) 2011, a peritoneal effluent culture was performed which revealed no growth. The nurse reported that this was not a confirmed case of peritonitis. On (B)(6) 2011, a pd fluid cell count was performed which revealed unknown results. Treatment included oral ciprofloxacin, 500mg daily (start/stop dates not reported) and oral augmentin, 500 mg daily (start/stop dates not reported). The nurse confirmed that on (B)(6) 2011, the patient was discharged. On an unreported date, the patient had recovered. The nurse reported that the hospital discharge summary stated that the patient's discharge diagnosis was recurrent peritonitis. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was permanently withdrawn from dianeal therapy and switched to hemodialysis due to the patient's long history of non-compliance with pd therapy as was directed. The nurse reported that the events of recurrent peritonitis and heart attack were not related to dianeal therapy.

Event description:
This report was received by (B)(6). This is a spontaneous report by a consumer from (B)(6) with supplemental information from a nurse of peritonitis and touch contamination in (B)(6) female coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex, lot number c831263 (dose and frequency not reported) and dianeal pd4 ultrabag, lot number c827907 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient was hospitalized for an unreported cause. On an unreported date, the patient reported touch contamination further explained by the rns training the new nurses and not switching bags in a timely manner and leaving her open and not covered. On (B)(6) 2011, the patient experienced peritonitis. The nurse stated that the patient was switched to hemodialysis due to her long history of non-compliance in performing pd as directed. The nurse also stated the patient was known to frequently comment on the negligence of everyone involved in her care and was "not surprised" that she made the reported comments about the people caring for her in the hospital. The nurse did not have any information related to what was specifically meant by "leaving her open and not covered" , nor could she confirm the reported events actually occurred. On an unreported date in 2011, a peritoneal effluent culture was performed which revealed no growth. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. A batch review was conducted on potentially associated lot number h10j11054 with no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.